Event description:
It was reported that when using the bd pyxis¿ es server, several stations were not communicating with the es server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Customer email: (B)(6).d.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device of actual device used in this incident, it was determined that the several stations were not communicating with the es server. A technical support specialist (tss) dialed into the server and verified that communication between carefusion coordination engine (cce) and the es server was functioning normally, with no disconnected flags observed. The tss restarted the external messaging service, reviewed the critical override status, and confirmed that it was cleared. Data synchronized logs confirmed active subscription updates from stations. The tss contacted the customer and informed them that the inbound down delay was likely due to reduced admit discharge transfer (adt) interface activity during low volume hours. Upon follow-up, the customer confirmed all systems were functioning properly, and approval was received to close the case. The system functioned as intended after technical support specialist troubleshot the device.